Manufacturer narrative:
It was reported the control syringe would not "thread properly onto manifold" requiring them to "switch out for all new manifold during procedure". The customer reported the incident led to "contrast mixed with blood" to be "injected all over field and equipment" and the procedure time was lengthened. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported the control syringe would not "thread properly onto manifold" requiring them to "switch out for all new manifold during procedure".